Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that on september 6th 2022 the lead shield attached to the machine was broken. No injury reported. A field engineer has been dispatched , investigation is in progress. No other information is available.

Manufacturer narrative:
The field engineer found that the glass shield broke because a cleaner ran their vacuum into it. No new glass shield was installed because the shield is no longer available. It was on back order and the equipment was end of life. A review of the complaint history showed no recurring similar events for the reported serial number. The root cause is attributed to user error. Hologic strives for continuous improvement and will continue to monitor and trend for safety.